Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that the patient presented with a nonfunctioning inflatable penile prosthesis device. During a revision surgery, the physician confirmed that one of the cylinders had ruptured, causing a loss of fluid. The cylinders and pump were explanted and replaced. There were no patient complications.